Event description:
It was reported that the bd alaris¿ IV pump sets bd alaris¿ system separated above the roller clamp during use. The following information was provided by the client: "when the tubing was removed from the package the tubing separated just above the roll clamp and below the bifurcation."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ IV pump sets bd alaris¿ system separated above the roller clamp during use. The following information was provided by the client: "when the tubing was removed from the package the tubing separated just above the roll clamp and below the bifurcation. "

Manufacturer narrative:
H6: investigation summary: the customer reported the tubing separated and returned one used sample of material 2426-0500. The sample separated at the smart site and the complaint is verified. The tubing was investigated under a microscope and the root was found to be insufficient solvent. No other failure modes observed. A device history record review for model 2426-0500 lot number 22013420 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 28jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.